Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that the device had performance pull off - suture needle. It was received for analysis five detached needles and a winding former with three undispensed needle-sutures in slot # 6 to 8 and a undispensed suture of product code vcpb841d. The product code is control release and required eight strands per packet. During the visual inspection of a detached needle, the swage and attachment area were not as expected, since the swage area is shorter than the die length this condition causes that the needle was detached of the suture. The suture was examined along of the strand and the end damaged were noted. In the visual inspection of four detached needles and three needle-suture combination, the swage and attachment area were noted to be as expected. Three sutures were dispensed without problems and examined along of strand, no defect or damaged were noted. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance pull off - suture needle is an incorrect swage.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle. There were no adverse consequences to the patient. No additional information was provided.